Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator was "faulty". The hospital observed the reported fault prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device was visually inspected for damage and tested for functionality. Results: visual inspection revealed that the gas outlet port had been broken off of the front of the device. No further faults were found as the device operated properly during functional testing. A lot check revealed no other complaints of this nature for lot number 060111. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is possible that the broken gas outlet port as described in the complaint report and confirmed by visual examination was due to accidental impact, for instance with doors or cabinets. A broken gas outlet port will render the neopuff unit unusable. Fph has supplied replacement parts to the affected healthcare facility.